Event description:
The ep shuttle has recently been sent to stockert for maintenance and overall check due to power control issues. The ep shuttle is not able to regulate the power correctly, during a procedure the generator was not able to maintain the target temperature and significantly exceeded it. No patient injury.